Event description:
Event description guidant received information that a pacing failure was observed on this ventricular implantable lead. An interrogation was then performed, revealing normal impedance, sensing, and threshold measurements, with varying r-wave measurements. The physician elected to replace the lead later that day due to the pacing failure. During the explant procedure, it was noted that the lead measurements were the same with the pacing system analyzer as with the pacemaker. The lead was explanted and replaced with a competitive product. It was suspected that a lead microdislodgement was the cause of the issue. The lead was returned for analysis.